Manufacturer narrative:
(B) (4): physio-control is anticipating the device return for evaluation/repair and will submit a supplemental report on this event to the FDA as provided by 21 cfr.803.56.

Event description:
It was reported that the device "on" button was intermittently failing to turn on the defibrillator. There was no patient use associated with the event.